Event description:
It was reported, "primary surgery was done in 2006. Pt heard a clunking sound on knee and got pain. Surgeon found out pt's knee had hyperextension and m/l laxity, doubted as post fracture and conducted insert change."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.